Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the mechanical lithotriptor v had a torn guidewire tip. The issue occurred during procedure. There were no reports of patient harm.